Event description:
The cardiologist attempted arteriotomy closure with a techstar 6 fr pvs sys. The cardiologist recognized the access site as being higher than usual, but as fluoroscopy showed it was still in the common femoral artery (cfa), he proceeded to use the pvs device. The procedure was without incident and the pt was sent to the floor with a dry closure of the access site. After returning to the floor, the pt's leg became reddish and puffy and he complained of pain in his leg. An ultrasound showed compression of the cfa. A cut-down to the access site found the inguinal ligament caught in the sutures and the pt was sent to surgery for release of the ligament. Surgery was successful and the pt ambulated the next day without difficulty. There were no further complications to the access site. The device was not returned to the MFR and was not available for eval. Reports from the field indicate that there was no problem with device function. Placement of the arteriotomy at the upper boundary of the cfa increases the risk of capturing the inguinal ligament when knotting the sutures. Therefore, operational context and user error caused this event.